Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause cannot be established due to no findings available. The complaint was not confirmed due to no device return. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented error e226 and e228, and the monitor screen turned black for a few seconds, there was no more visibility of the operation field. The event was identified during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following reports reference numbers: (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4) and (B)(4).